Manufacturer narrative:
(B)(4): the customer reported an inability to acquire a 12 lead ECG. There was no negative pt impact. The device was sent to the philips bench for eval. The reported symptom could not be reproduced. However, the cables were noted to have heavy wear and the presence of a dark read contaminant around the pins inside the connector. Additionally, the customer reported that prior to the 12 lead attempt they had cleaned the cables with a liquid disinfectant and that may have contributed to the reported symptom. Review of the event file confirmed the reported symptom. Although we could not reproduce the symptom, replacement of the cables was recommended given the observed contamination. The device passed all verification testing and was returned to the customer site for use. We are unable to determine the cause of the reported symptom as it could not be reproduced.

Event description:
The customer reported an inability to acquire a 12 lead ECG. There was no negative pt impact.